Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you please clarify what was meant by, the staples were accumulated at the end of the device? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete (full 60mm)? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the device jammed and they had to pull to remove it, was the device removed from the tissue in the closed position (jaws closed)?

Event description:
It was reported that during a gastrectomy procedure, the staples were accumulated at the end of the device. The device jammed and they had to pull to remove it. The tissues were torn and a slight bleeding appeared. No transfusion was required. Another like device was used to complete the procedure. There were no adverse consequences for the patient.